Manufacturer narrative:
Hoveround has not been given access the motorized wheelchair in order to perform an eval. A f/u report will be submitted if access is granted.

Event description:
The end user alleges while operating the motorized wheelchair up a ramp, the unit fell over. End user was not wearing a seat belt/ allegedly, as a result of the incident the end user was hospitalized.